Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostics resulted in high impedance. The patient reported that there has been an increase in seizures since (B)(6) 2014. X-rays were taken and sent to manufacturer for review. Review of x-rays identified a suspected lead break in the neck area. The patient underwent generator and lead explant. It was reported that the explanting facility discarded the explanted devices; therefore, product analysis can not be performed. Attempts to obtain additional relevant information have been unsuccessful to date.